Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic proctectomy procedure,the green button was pressed and the handle was squeezed but the stapler cannot be fired. Another device was used to complete the procedure. There was no patient injury.